Manufacturer narrative:
The customer contacted siemens to report a falsely depressed carbon dioxide (co2) patient sample test result was obtained from a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse performed routine service maintenance on the reagent 3 probe. The cse replaced and aligned the sample probe 2 and mixer. The customer then replaced an expired calibrator and reran patient samples with acceptable results. The cause of the falsely depressed carbon dioxide (co2) patient sample test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely depressed carbon dioxide (co2) patient sample test result was obtained from a dimension vista 1500 instrument. The initial test result was not released to the physician(s). The same sample was repeated on an alternate dimension vista 1500. The repeat test result was released to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide test result.